Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a reagent spilled into the rsm and smoke was observed coming out of rsm of the alinity ci-series system control. The rsm was turned off. The field service engineer (fse) came onsite and found the theta motor of rsm full of reagent causing the smoke to the rsm. The fse replaced the motor and calibrated the rsm which resolved the issue. No further issues reported. No impact to patient management or user safety reported.

Manufacturer narrative:
During troubleshooting, service found that the smoke was due to the reagent spilling on the motor, rsm theta, reinforced (part number a-30107985-02) due to the rsm rubbing against the rsm load/unload controller pcb (part number a-90000050-01), so service replaced the motor, rsm theta, reinforced (part number a-30107985-02). In addition, the rsm load/unload controller pcb (part number a-90000050-01) was cleaned and recalibrated as the part affected by the reagent spill as well. Both parts were deemed the likely causes for the issue. A review of the alinity ci scm01413 service history, revealed no additional issues of smoke observed due to a part, reported on the scm01413. A review of tracking and trending did not identify any related trends to the alinity ci-series system control with regards to the complaint issue. The device history recorded was reviewed and did not identify any non-conformances or deviations with the motor, rsm theta, reinforced (part number a-30107985-02) or rsm load/unload controller pcb (part number a-90000050-01) and customer¿s issue. The 2022 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke observed was limited to the motor, rsm theta, reinforced (part number a-30107985-02) due to a reagent spill, the smoke did not spread to other parts of the module. The rsm load/unload controller pcb (part number a-90000050-01) was recalibrated as the part was cleaned due to the same reagent spill. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Event description:
The customer reported a reagent spilled into the reagent and sample manager (rsm) and smoke was observed coming out of rsm of the alinity ci-series system control. The rsm was turned off. The field service engineer (fse) came onsite and found the theta motor of reagent and sample manager (rsm) full of reagent causing the smoke to the rsm. The fse replaced the motor and calibrated the rsm which resolved the issue. No further issues reported. No impact to patient management or user safety reported.

Manufacturer narrative:
Additional information in h6, h7, h10 update: further investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where due to an intermittent software error, a cartridge or onboard vial rack could be loaded onto a reagent carousel position that is already occupied with another cartridge or onboard vial rack. The issue has the potential to generate incorrect results and chemical or biohazardous exposure. The alinity ci system software v3.4.0 on the alinity scm, sn (B)(6), failed to meet performance specification or otherwise perform as intended at the customer site; thus, a deficiency was identified. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Manufacturer narrative:
Additional information in h9:3016438761-10/31/23-002-c. Corrected information in section g1 contact office address 1, contact office city, contact office postal code, contact office country, contact office first name, contact office last name, contact office e-mail, contact office phone number, contact office fax.

Event description:
The customer reported a reagent spilled into the reagent and sample manager (rsm) and smoke was observed coming out of rsm of the alinity ci-series system control. The rsm was turned off. The field service engineer (fse) came onsite and found the theta motor of reagent and sample manager (rsm) full of reagent causing the smoke to the rsm. The fse replaced the motor and calibrated the rsm which resolved the issue. No further issues reported. No impact to patient management or user safety reported.